Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H6 impact code: non-serious injury/illness/impairment.

Event description:
Per the report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. After insertion of the second device into the guide sheath (gs), st elevation was observed. A few minutes later, the ECG waveform returned to normal, and the procedure was continued. Based on the timing of the st elevation, it is possible that air bubbles from the syringe used for flushing after aspiration entered the body. There was no issue with the product itself. Coronary angiography was not performed during or immediately after the procedure. There were no problems with device preparation. The procedure was conducted according to IFU, and no visible air bubbles were observed in the loader during the final stage. Postoperative mitral regurgitation (mr) improved from grade 4+ to 1+.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h3, h4, h6 and h11. H6 impact code: non-serious injury/illness/impairment. H6 type of investigation: labeling review. The complaint for inadequate aspiration, air remaining in device during insertion was unable to be confirmed as no air was visualized during procedure, no imaging was returned, and no product was returned for evaluation. Potential root causes for the presence of air may include omission of a flushing de-airing step, improper stopcock syringe technique, air from an alternative non-pascal device, fluid line, or procedural step. However, a true root cause is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.